Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a thyroid procedure, when activated the blade of har9f was broken. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # p92e8y. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause of the device stopping activation and displaying an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase damage severity and can result in the device not passing the pre-run test, followed by an alert screen such as ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage can result in a broken blade. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.